Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer wanted to know what the error code was, I explained to the customer that this is a software code, so you can re flash the unit and if that doesn't fix the problem then you have to replace the logic board. Give the customer the part number for the logic board, customer said that he would send it in.